Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the trocar insertion and during the exchange of the hand instruments in a laparoscopic cholecystectomy during procedure, the seal of the device was damaged, and air or gas leaked from the seal. They changed the device to resolve the issue in order to complete the case. There was no patient injury.